Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that the site was receiving an error message indicating that the mobile view station (mvs) is not connected and low framerate errors. There was no patient present when this issue was identified. The onsite investigation conducted suggested that the issue was caused by a failed mvs computer and umbilical cable. Replacement of the computer and the umbilical cable resolved the issue. No further issues were reported. The umbilical cable was not returned to medtronic by the site for analysis, therefore, no findings are possible. Analysis of the returned mobile view station (mvs) computer showed no faults as the issue could not be replicated, the returned computer passed all tests performed. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the site was receiving an error message indicating that the mobile view station (mvs) is not connected and low framerate errors. There was no patient present when this issue was identified.